Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 2360 g/m. According to the information received, it was reported that the fixation feature had been missing in the newly dispensed suture when it was opened for lumbar spondylolisthesis surgery. The product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code sxpp1a405 was received for evaluation, the swage and attachment area was noted to be as expected. The needle was noted with marks that appear to be by use of the surgical instrument. The suture was examined along the strand and some barbs present damaged and body fluids. The fixation tab was broken at one side and marks that appear to be by use of a surgical instrument could be observed. The condition of the sample received indicates improper handling of the device. A manufacturing record evaluation was performed for the finished device lot number qemjcj /sxpp1a40512, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent an lumbar spondylolisthesis surgery on (B)(6) 2021 and suture was used. The fixation feature had been missing in the newly dispensed suture when it was opened. Changed another one to complete the surgery. There were no patient consequences. No further information was provided.